Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they're on their 6th one and it had not worked for them. On (B)(6) 2025 additional information was received from the patient. They reported that they would have a daily blow out of diarrhea in public where it would fill their shoes with poop. They couldn't take it anymore. They've had 6 in 3 years. They also reported that it was useless. They would walk through a security gate and it burned and shocked them so bad it threw them onto the floor. They were scared to drive with it on. They were miserable to sit down and it was not worth the crazy shocks where they would scream. It would shock their vagina so bad.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.